Event description:
It was reported that the patient experienced a loss of therapeutic effect and an overstimulation sensation following implant. This would occur when she increased stimulation or would lie down at night. The patient's pain was not covered by the stimulation and she still needed oral morphine. The patient's legs started "jumping" when the stimulation was turned up. The stimulation was great for the first 6 months but after that device quit working for her. She could still feel stimulation but it didn't control her pain in the left and right leg. The patient had only one program and she tried turning stimulation up with no success. She hasn't seen her physician for very long time and she only had a few visits at the clinic prior to her stimulation not working. Additional information received reported the patient had "48 surgeries." It was also reported that she had a benign tumor on her right leg the size of medium grapefruit and a walnut size on the left leg. Skin cancer and diarrhea were also reported. The patient also reported several problems besides issues related to the device: dentures, itchy eyebrows, a soft spot in her head, stool did get in her "bottom area" which has caused a bladder infection. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device didn't work without pain pills, got caught on the toilet seat when the patient tried to stand up, and itched five out of seven days. It was noted that the patient had been ill the last three to five months and had to see other doctors, including a cardiologist, gastroenterologist, and internal specialists. The patient did not plan to address her device complaints with her doctor until her other issues were resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, lot# n215452002, implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).